Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during cataract procedure the lens got stuck in the inserter during insertion. The incision was enlarged and vitreo-retinal procedure was performed. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: describe event or problem. Based on the additional information, this event is determined to be unrelated to the device, and therefore is no longer considered reportable.

Event description:
The original surgery was a combined vitreo-retinal/scleral buckle procedure with cataract extraction and intraocular lens implant. Reportedly the intraocular pressure was too high after cataract removal. Clarification was received that the lens did not get stuck in the inserter, the lens had no issues. The surgeon enlarged the incision to accommodate smooth insertion of the lens, per surgeon's preference.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information received indicates this lens did not get stuck in the inserter, however the incision was enlarged in accommodate a smooth insertion of the lens. The incision enlargement was the surgeon's preference.